Event description:
It was reported that during a lar procedure, that the device did not fire at all. A new instrument was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: the analysis results showed that the device was received in good visual condition and with no cartridge loaded in the device. The device was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended. However, it was noted that when pushed down the release button would stick possible due to interference between handles and button. The device was disassembled to verify the condition of the internal components and it was noted that the holes behind the plates were not assembled over the handles correctly, all the plates were moved down allowing interference between handles and the button. A batch record review was performed and no anomalies were found during the mfg process.